Manufacturer narrative:
Evaluation result: zoom carriage.

Event description:
It was reported that the employee was crossing the skybridge with a slight decline and that the gurney jerked forward hard for about 3 inches when moving and the steering went out. The employee using the stretcher reports back strain as a result from the jerking movement. No medical intervention was required.